Event description:
Customer reportedly received the following aviva combo/aviva system results within 10 minutes: lo (less then 10 mg/dl)/60 mg/dl; 19 mg/dl/76 mg/dl; 27 mg/dl/68 mg/dl. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). The customer did not provide product information for the aviva system.